Event description:
Clinical study, it was reported that 266 days after implantation of three taxus express2 stents, in-stent restenosis occurred. During the initial procedure, 80-99% stenosis was found in multiple lesions in the left anterior descending artery (lad). After pre-dialation, a total of three taxus express2 (te2) drug eluting stents were implanted: a 2.5x8 mm in the distal lad, a 2.5x24 mm in the mid lad, and a 2.75x20 mm in teh prox lad. The patient was discharged the next day on a regimen of plavix and asa. The patient presented 238 days after the initial procedure and underwent a diagnostic cardiac catheterization, "demonstrating patent stents in the lad with a suggestion of 70% proximal lad stenosis and an 80% stenosis in the distal aspect of the stent." 266 days after the initial procedure, the patient underwent a reintervention where a 2.75 x 12 mm t22 stent was implanted in the proximal lad. The patient was discharged the next day, no additional information was available at this time.